Manufacturer narrative:
Reference number (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie b the disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stomach ulceration is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient underwent an abdominal scan for unknown reasons not related to abbvie's tubing. The peg-j was found to be coiled inside the patient's body and there was an ulcer formed as a result of this. Multiple attempts were made to obtain additional information without success. It is unknown if any treament was provided or if the tubing was removed as a result of the reported event.